Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The event involved product(s) mmt-1780kpk. Trouble shooting was not performed and customer reported reject battery change. Pump had a clear retainer ring. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph was in spec. Multiple low battery alerts were present in the history file on 4/8/25 7:05, 3/17/25 9:19, 2/24/25 5:48, and 2/6/25 7:50 which were expected. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (peeling), cracked keypad overlay button (select), pillowing keypad overlay, peeling keypad overlay, partially broken off belt clip rails, cracked battery tube threads, cracked case at belt clip rail corner, partially broken off retainer, and scratched case. Failed battery alarms and rejects batteries were not confirmed during analysis. Broken off retainer confirmed but retainer was not a clear retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.